Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and the pump had no audible tones due to broken vibration motor pins. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: evaluation revealed a dim, discolored display screen. A test screen was used for investigation and was found to function properly. During testing, no audio tones were detected. The vibration motor pins were broken and were found to not be making an electrical connection with the printed circuit board. Unrelated to the display and audible tones issues, evaluation revealed that the keypad cover was torn. All of the keypad buttons responded appropriately. The keypad was removed and contamination was found under all of the button contacts. Additionally, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).